Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflected the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, keypad torn at 'up' button; no contamination observed under button contacts.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) and reported that the patient suffered a seizure related to hypoglycemia. The animas (B)(4) spoke to the reporter on (B)(6) 2011, and was able to obtain/verify information. The reporter indicated that on (B)(6) 2011, the patient had increased activity and had stayed over at a friend's house. The patient had reportedly gone swimming that evening. The next morning on (B)(6) 2011, the patient slept 2 hours more than usual and reportedly suffered a hypoglycemic event. The reporter claimed that the patient suffered a seizure related to hypoglycemia. During the event, the patient's blood glucose (bg) was tested and a result of "60 mg/dl" was obtained. The patient was treated with orange juice and honey. The patient's bg level reportedly rebounded to "150 mg/dl." The reporter mentioned that the patient has a history of suffering seizures related to hypoglycemia and that his doctor was assisting with regulating his insulin dosing. The animas representative involved in this contact also noted that the patient has hypoglycemia unawareness. It is unknown if the patient properly adjusted his insulin dosing based on the increased activity prior to the event. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered a seizure related to hypoglycemia. However, it is unknown as to what actions the patient took related to the use of the pump prior to the event.